Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number.

Event description:
It was reported to biomed that the sr 8 20mm pinpoint gt probe causes a 'snowy effect' in the acoustic image and gets worse depending on cable flex.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of that the sr 8 20mm pinpoint gt probe causes a 'snowy effect' in the acoustic image was confirmed. The scanner has several dark vertical lines in the image. The root cause is an internal failure in the probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was discarded due to being irreparable. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number.

Event description:
It was reported to biomed that the sr 8 20mm pinpoint gt probe causes a 'snowy effect' in the acoustic image and gets worse depending on cable flex.